Event description:
The customer reported being unable to acquire pads ECG during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported being unable to acquire pads ECG during use. No adverse pt impact was reported. On 02/28/08 the device was evaluated by a local philips representative. The device passed all testing. Philips reviewed the event strips. The users began monitoring in "leads" and after placing pads they did not switch the lead being displayed. This is why they could not observe pads waveform. The customer was informed of these findings. We are considering this a user error. There was no malfunction of the device.